Manufacturer narrative:
Under analysis it was found that the connector pin was bent on the desktop charger. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient and a manufacturer representative regarding that patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient has had recharging issues and that he has not been able to connect to his recharger since (B)(6) 2016. The patient programmer was dead and the patient got new batteries for his patient programmer and reported a poor communication screen on the patient programmer. The last time that the patient felt stimulation and had a successful recharge was about a month prior to the report. The implantable neurostimulator recharger was unresponsive when plugged into the power outlet and the connector pin on the desktop charger appeared bent/broken. This was no an out of box failure. The manufacturer representative suspected an overdischarge, but could not perform further troubleshooting at the time of the report due to the implantable neurostimulator recharger not taking a charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.